Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. Product ID 3057, product type: screening device.

Event description:
The trial patient reported that they were told that their symptoms would be cured during the basic evaluation. They further indicated that the wires moved out, they had no urge prior to their accidents, and they were miserable. The issues occurred on (B)(6) 2017, and were not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the wires moving was not determined. However, the wires moving out and the patient not having an urge was resolved.